Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their infusion set. The customer states the reservoir had leak. The customer's blood glucose level was 200mg/dl. The customer states the leak was out of the needle at the end of the tubing. The customer was advised the infusion set would be replaced.